Event description:
It was reported to philips that the heartstart xl+ defibrillator cannot pass the daily self-test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl+ defibrillator indicating that the operational check failed. There was no patient involvement at the time the issue was discovered. Analysis was performed by the customer only. Based on the results of the analysis provided by the customer, the reported problem was confirmed, the cause of which was determined to be due to the external paddles being dirty. The issue was resolved by cleaning the external paddles and the device was returned to service. A review of the service history for this device shows that the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.